Manufacturer narrative:
The cse inspected the device and found error codes in the memory log relevant to the malfunction. The cse replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an intermittent communication error which rendered the device inoperable. There was no patient involvement. The date of the event is unknown.